Event description:
It was reported that during preparation for a coronary stenting treatment procedure the stent moved on the balloon. The details of the lesion are unknown. The 3.50x32mm veriflex stent moved on the balloon while prepping. The procedure was with another of the same device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found that the stent was pulled distally along the balloon and was bunched. The proximal edge of the stent was located approximately 6mm distal to the distal edge of the proximal markerband. The stent was bunched at 10mm distal to its proximal edge. The distal edge of the stent was positioned just distal to the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure the stent moved on the balloon. The details of the lesion are unknown. The 3.50x32mm veriflex stent moved on the balloon while prepping. The procedure was with another of the same device. The patient status is listed as good with no complications reported.